Event description:
Boston scientific crm received info that this pt, who has an implantable cardioverter defibrillator (ICD) device, passed away. The family noted the symptoms began earlier in the day, and no shocks were observed. When this pt did not show up for 3 month follow up, a phone call was made home to the family. This is when the family notified the physician that this pt passed away. At this time, it is unk what the cause of death was. There were no other adverse pt effects reported.

Manufacturer narrative:
This device was buried with the pt, so therefore, will not be returned to bsc for laboratory analysis. At this time there is no additional info. Should additional info become available this report will be updated.